Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) experienced inappropriate shocks in different episodes. Technical services (ts) reviewed the available electrograms and observed discarded beats. The field representative discussed that this patient might have required more therapy than the s-ICD provided. Ts noted the episodes were likely not true ventricular tachycardia (vt) and recommended evaluation of an electrophysiologist. It was noted the qrs complex was wide. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode was explanted and returned. Additional information requested from the field confirmed a non boston scientific procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) experienced inappropriate shocks in different episodes. Technical services (ts) reviewed the available electrograms and observed discarded beats. The field representative discussed that this patient might have required more therapy than the s-ICD provided. Ts noted the episodes were likely not true ventricular tachycardia (vt) and recommended evaluation of an electrophysiologist. It was noted the qrs complex was wide. This electrode remains in service. No adverse patient effects were reported.